Event description:
During routine testing of the device, the biomedical engineer reported the occluder circuit board was corroded. The device was returned for further evaluation and repair. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.